Event description:
Per the clinic, it was reported that the electrode array is no longer in the cochlea. There are plans to explant the device, however, it is unknown if it has occurred as of the date of this report, (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. This report is filed december 12, 2013.

Manufacturer narrative:
(B)(4): the implanted device remains.